Event description:
Operator reported that the door came down on her finger as she was trying to push the basket away from the door apparently following a door jam. The operator suffered a fracture and laceration on first joint of right middle finger. X-rays were taken and the finger was immobilized with a splint.